Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a saccular 5.8 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck had an infra-renal angle of 30 degrees. Current abdominal aortic aneurysm measures 5.3 cm in diameter. The proximal aortic neck was 29 mm in diameter and 29 mm in length. The distal aortic was 35 mm in diameter. The right and left iliac arteries were mildly tortuous. It was reported that during an ultrasound an unknown endoleak was discovered. The source was unclear. The endoleak was left uncorrected. The physician will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); (cause is unknown). Evaluation, conclusions: (cause is unknown).